Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that it was difficult to draw up insulin with the unspecified bd¿ insulin syringe, with air bubbles forming during the process and insulin leaking out. The following information was provided by the initial reporter: consumer reported that his syringe will not draw, the insulin leaks out also reported that air bubbles form in his syringe while drawing. Problem occurred on (B)(6) 2019, lot and product #s are unavailable. Consumer stated that he had the syringes for a few years and he uses one per week but the one with the problem was new from the box. Consumer will send sample with blister pack. We received a voicemail this afternoon from a direct consumer stating that insulin was leaking from his "low dose syringe" from the "other end of the cannula". No additional information was provided.

Event description:
It was reported that it was difficult to draw up insulin with the unspecified bd¿ insulin syringe, with air bubbles forming during the process and insulin leaking out. The following information was provided by the initial reporter: consumer reported that his syringe will not draw, the insulin leaks out also reported that air bubbles form in his syringe while drawing. Problem occurred on (B)(6) 2019, lot and product #s are unavailable. Consumer stated that he had the syringes for a few years and he uses one per week but the one with the problem was new from the box. Consumer will send sample with blister pack. We received a voicemail this afternoon from a direct consumer stating that insulin was leaking from his "low dose syringe" from the "other end of the cannula". No additional information was provided.

Manufacturer narrative:
Investigation summary: customer returned 1 1/2cc, 12.7mm, 28g bd insulin syringe in an open blister pack with an unknown catalog and lot number. Customer states that the syringe will not draw, the insulin leaks out also reported that air bubbles form in his syringe while drawing. The returned syringe was tested and was able to draw and expel properly without any observed defects. Unable to perform complaint lot history check for unable to operate (not drawing), leakage and air bubbles due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.